Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a lack of efficacy. The patient apparently was living remotely in (B)(6), and was unable to be programmed regularly, and the patient may have experienced the lack of efficacy due to not being able to be programmed regularly. To address the issue, a physician in (B)(6) explanted the ipg (exact explant date is unknown) and implanted plates and screws during the revision.

Manufacturer narrative:
The reported ineffective stimulation was not confirmed. As received; the ipg was responsive and communicated with lab utilities. Using the clinician¿s programmer, normal pairing and bluetooth (ble) communication was observed. Bench testing did not reveal any stimulation anomalies. The ipg was tested to manufacturing specifications using the automated test equipment and passed all tests. No physical or functional anomaly that would contribute to the reported issues was observed. The root cause of the reported issue could not be determined.

Event description:
Device 1 of 3; related manufacturer reference number: 1627487-2020-21242, related manufacturer reference number: 1627487-2020-21243. Follow up information identified the patient also went through explant of system at the time of ipg explant. Two leads have been added as reportable devices to this complaint.